Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00944 &1226348-2019-00945.

Event description:
As reported by an affiliate, during a thrombus removal of the brain infarction, a 150x/5cm prowler select microcatheter (606s255x, 30036045), was delivered to the middle cerebral artery, m1 and a 4mmx23mm enterprise2 (enc402300 and 606-s255x) was inserted into the microcatheter (mc). However, there was a heavy resistance felt between the mc and the stent delivery system at the proximal. The enterprise2 ¿got stuck¿ in the prowler select and the delivery wire was removed. After that, the complaint products were replaced with other products (enc402300 and 606-s255x), and the stent was implanted. The procedure was completed and there was no report of patient injury. No excessive force had been applied to the device. No damage was confirmed prior to use. The devices were used and prepped as per the instructions for use. No further information was provided by hospital.

Manufacturer narrative:
Product complaint # (B)(4). This MDR follow up #1 is being submitted as a correction. Section h6: device code, the code of premature deployment is being added to this report as it was not included on the initial medwatch 3500 form submitted on 7/10/2019 ((B)(4). Manufacturer report number: 1226348-2019-00944.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by an affiliate, during a thrombus removal of the brain infarction, a 150x/5cm prowler select microcatheter (606s255x, 30036045) was delivered to the middle cerebral artery, m1 and a 4mmx23mm enterprise2 (enc402300 and 606-s255x) was inserted into the microcatheter (mc). However, there was a heavy resistance felt between the mc and the stent delivery system at the proximal. The enterprise2 ¿got stuck¿ in the prowler select and the delivery wire was removed. After that, the complaint products were replaced with other products (enc402300 and 606-s255x) and the stent was implanted. The procedure was completed and there was no report of patient injury. No excessive force had been applied to the device. No damage was confirmed prior to use. The devices were used and prepped as per the instructions for use. No further information was provided by hospital. A non-sterile enterprise2 4mmx23mm no tip (pi-15613872777696012) was received inside of a pouch. The enterprise2 was inspected the results are shown below. The delivery wire was inspected, and it was found in good conditions. The introducer was inspected, and it was found with no damages on it. The stent was received stuck inside the prowler select plus 150/5cm. The functional analysis could not be performed due to the condition noted on the device. It is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10978028. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer ¿delivery wire - impeded in microcatheter with loss of cerebral target position¿ could not be evaluated due the conditions of the returned device. The complaint reported by the customer ¿stent - deployment difficulty-premature/in microcatheter hub¿ was confirmed, during the inspection it was noted that the stent was deployed and stuck inside the prowler select plus, however could not be determinate the exact time when this occur. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. The failure reported by the costumer may not be related to the enterprise manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. Deployment difficulty is a known potential product failure associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.